Event description:
It was reported that the customer was transported by ambulance to the emergency room (ER) and hospitalized in the intensive care unit with a blood glucose level of 44 mg/dl. Cause was unknown. The customer was treated with intravenous fluids of saline, which successfully resolved the issue without any permanent damage. Customer declined a supplies or system check. Tandem technical support recommended consulting with a healthcare professional to discuss factors affecting blood glucose levels. Multiple attempts were made by tandem technical support to follow-up with the customer on their release date, but no response was received.